Event description:
A pt hospitalized in the ccu at med ctr became short of breath and required mechanical ventilatory support for treatment of pulmonary edema related to ischemic mitral regurgitation. At approx 0400 on sunday 2/13/94, the pt was taken to the cardiac catheterization lab and an intra-aortic balloon was placed via the femoral artery by a cardiology staff physician without difficulty. The balloon used was the sheathless version of the co's balloon 40 cc (9f). Balloon was connected to another co's balloon pump, and the system functioned well, with clinical improvement of the pt and with appropriate arterial waveforms which confirmed appropriate function. At approx 14:50 on 2/13/94, the balloon was noted to have failed, blood being seen in the gas line. The pt suffered cardiovascular collapse within a few mins and was unable to be resuscitated. He was pronounced dead at approx 15:35. Rptr believes that his death was precipitated by the balloon failure because of dependence of the pt's vital signs on proper function of the balloon. No recommendation to withdraw these balloons has been made by the cardiology svc, since this is an isolated event at this point.